Event description:
The customer called to report that she was hospitalized due to high blood glucose levels, with a reading of 1028 mg/dl. The customer did not want to provide further information or conduct any troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.